Event description:
It was reported that the patient was admitted to the hospital following a moderate biceps tendon rupture. The patient underwent parkinsons complex therapy and was discharged. The event is recovering and resolving. The physician assessed the event as unlikely related to stimulation and hardware, and not related to the procedure. Additional information was received that the patient had been experiencing an increase in painful cramping in the left upper arm, which was moderate in severity. The patient was diagnosed with a left-sided bicep tendon rupture and treated with medication. The patients arm was splinted and the patient was later discharged.

Manufacturer narrative:
Date of birth: 1965; exact date of birth is unknown. Additional suspect medical device components involved in the event: model: db-2202-45 serial/lot: (B)(4). Description: dbs directional lead sterile kit 45cm model: db-2202-45 serial/lot: (B)(4). Description: dbs directional lead sterile kit 45cm.

Event description:
It was reported that the patient was admitted to the hospital following a moderate biceps tendon rupture. The patient underwent parkinsons complex therapy and was discharged. The event is recovering and resolving. The physician assessed the event as unlikely related to stimulation and hardware, and not related to the procedure.